Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cough,sinus issues,particles in tubing and debris/mold in reservoir related to a CPAP device's sound abatement foam.there was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation.  The manufacturer evaluated the device externally /internally and observed unknown dust/dirt contaminate on exterior and unknown white colored residue in blower box housing and on blower,evidence of unknown liquid ingress ,unknown minor dust/dirt contamination on the blower impeller. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and they observed dust/dirt contamination in the airpath an unknown white residue and evidence of unknown liquid ingress from a source of external to the device ,there is no evidence of degraded sound abatement foam. Section h6 was missed to capture in previous MDR,now it is corrected and updated in htis report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.